Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tubing set displaced during a procedure. Additional information was rec'd reporting the tubes displaced from the connectors during the irrigation and aspiration mode of a cataract extraction procedure. This caused liquid loss in the anterior chamber and a posterior capsule rupture occurred. The tubing was changed to complete the procedure without further incident.